Event description:
It was reported that the ilet user announced a meal twice by mistake and was advised to continue fingerstick blood glucose monitoring and treat accordingly, with a concurrent blood glucose reading of 117 mg/dl. No reported adverse clinical effects. Outcomes included no change in clinical status and no medical intervention beyond routine self-monitoring. Investigation included customer consultation and troubleshooting with education on appropriate meal announcement use. Investigation of this case revealed user error related to duplicate meal entry without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error.